Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11 additional narrative: added: h4 corrected: g1 (manufacturing site name) h3, h4, h6: the product was returned to depuy synthes for evaluation. Visual inspection of the returned device found that the scrdrivershaft-hex-lrg ø3.5 shows signs of implantation attempts, additionally it was observed that a portion of the coupling area shows signs of deforming. The observed condition is consistent with a component failure that may have been caused by unintended forces, with the damage likely resulting from off-axis assembly, prying motion while device is assembled. The lcp¿ proximal femoral plate 4.5/5.0 part of the lcp periarticular plating system surgical technique guide states de following: attach the drill sleeve to the threaded portion of a hole in the plate shaft. Carefully drill the screw hole using the drill bit. Read the drilled depth directly from the laser mark on the drill bit or determine the screw length with the depth gauge. Insert the appropriate length 5.0 mm locking screw with a power tool and the torque limiter or manually with a handle and the torque limiter. The screw has to be tightened manually. After one click, the recommended torque is reached precaution: do not engage the screw head with the plate hole while inserting under power. Screw engagement and final locking must be done manually with the torque limiter. A functional test was unable to be performed due to the post-manufacturing damage. However, the assembly issues can be confirmed due to the observed damage on the device. A dimensional inspection was unable to be performed due to the post-manufacturing damage. The overall complaint was not confirmed as the observed condition of the scrdrivershaft-hex-lrg ø3.5 would have not contributed to the complained device issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history review (DHR): part number: 314.150-15 lot number: 43033p3 manufacturing site: haegendorf release to warehouse date: 29-jan-2025. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances related to the malfunction were identified. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11. Additional narrative: added: b5. H3, h6: the product was returned to depuy synthes for evaluation. Visual inspection of the returned device found that the scrdrivershaft-hex-lrg ø3.5 shows signs of implantation attempts, additionally it was observed that a portion of the coupling area shows signs of deforming. The observed condition is consistent with a component failure that may have been caused by unintended forces, with the damage likely resulting from off-axis assembly, prying motion while device is assembled. The lcp¿ proximal femoral plate 4.5/5.0, se_814341, rev. Ab. Part of the lcp periarticular plating system surgical technique guide states de following: attach the drill sleeve to the threaded portion of a hole in the plate shaft. Carefully drill the screw hole using the drill bit. Read the drilled depth directly from the laser mark on the drill bit or determine the screw length with the depth gauge. Insert the appropriate length 5.0 mm locking screw with a power tool and the torque limiter or manually with a handle and the torque limiter. The screw has to be tightened manually. After one click, the recommended torque is reached. Precaution: do not engage the screw head with the plate hole while inserting under power. Screw engagement and final locking must be done manually with the torque limiter. A functional test was unable to be performed due to the post-manufacturing damage. However, the assembly issues can be confirmed due to the observed damage on the device. A dimensional inspection was unable to be performed due to the post-manufacturing damage. The overall complaint was confirmed as the observed condition of the scrdrivershaft-hex-lrg ø3.5 would have contributed to the complained device issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Dimensional inspection: n/a. Device history lot: part number: 314.150-15. Lot number: 43033p3. Manufacturing site: haegendorf. Release to warehouse date: 29-jan-2025. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances related to the malfunction were identified. Finished device lot number is part of (B)(4). However, this nc is not related to the issue identified in the pi, but to the application of secondary passivation process using citric acid instead of nitric acid which is approved as use-as-is and documented accordingly in (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Additional information received: when the event occurred? (Pre-op, intra-op, post-op). Intra-op: does not fit on the nose of the engine but no consequence on the patient just opening another box where another functional on the same nose of the engine.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11 additional narrative: added: d9 the device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during intra-operative use the device does not fit as it should on the quick-snap noses of motors (several tests performed), unlike its predecessor which bore the same reference. There was no patient consequence as another functional device was used instead.